Event description:
Unomedical reference number (B)(4). Event occurred in germany it was reported that the patient faced insulin flow blocked alarm. The issue occured in tubing on (B)(6) 2024. No further information was available.

Manufacturer narrative:
E1: (B)(6).